Manufacturer narrative:
(B)(6). Result of investigation: circuit system and start-up self-test failed due to an internal leak most likely caused by a not well applied o2 sensor. No further information received from customer regarding the trouble shooting. And the issue is resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the device keeps failing the circuit auto test, even if the exhalation valve, patient circuit and oxygen sensor have been checked. At this time, the log files have been received but vyaire has not received the suspect device. The investigation is still ongoing. Vyaire file identification: (B)(4) any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the bellavista 1000 triggered the inspiration valve or device leaky alarm. The customer confirmed that the ventilator was not connected to the patient.